Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the second day of ilet use experienced hyperglycemia after breakfast, with a highest blood glucose of 249 mg/dl despite a usual meal announcement, trending down to 240 mg/dl during the call, and no alarms were reported. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, no insulin suspension, and no ketone testing. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alerts and no identified device or component malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.